Manufacturer narrative:
H6. Medical device problem code a0207 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A patient (age and sex unknown) developed rv dysfunction and was listed for rp flex impella support. On opening the kit, the guidewire was noted to be kinked and another kit requested.

Manufacturer narrative:
Corrected information was provided in e3 and g4. Upon review, it was identified that these were inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Pd-any device-(twist, bent, kinked): the cause of product damage cannot be determined since no product was returned and insufficient clinical details were provided. Device received damaged: the cause of device received damaged cannot be determined since no product was returned and insufficient clinical details were provided.